Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected software error detected or hardware low level failures alarms occurred during our testing however, the formatted history file did confirm that software error detected line number (B)(4) and file ID (B)(4) was triggered. Hardware low level failures were also noted in the formatted history file due to cold solder joints at u1 of the keypad assembly. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer received a pump error 53 and pump error 63. Customer's blood glucose was 6.5 mmol/l. Customer was advised that insulin pump would need to be replaced.